Event description:
It has been indicated by the customer that when the CPR button on the handset was pressed the bed went into the tilt mode. The uncommanded movement of the bed occurred when the facility's engineers were trying to repair the device. No injuries were reported. Reference MFR report # (B)(4).